Manufacturer narrative:
Correction d4 - catalog no and unique identifier were updated based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels. On the incident day, the customer received the result hi (= higher than the measurement range of the meter), experienced vomiting and called the emergency hotline. He was admitted to hospital from (B)(6) 2023 until (B)(6) 2023 where he received insulin via perfusor. Afterwards, he switched to insulin pen therapy. At the time of the report, the customer was feeling well again.